Manufacturer narrative:
A ge representative evaluated the system and found the monoblock tube assembly needed to be replaced. No conclusion can be drawn as further repair information is unavailable.

Event description:
The customer reported, the system is not producing x-rays. No pt injury was reported.